Event description:
The customer reported approximately one drop of fluid dripped onto the counter during system startup cycle involving the coulter act diff 12 analyzer. The customer had on gloves and cleaned up the fluid with paper towel. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. Beckman coulter field service engineer (fse) instructed the customer to replace the diluent filters and resolved the issue. The instrument operated within normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through troubleshooting via the telephone. (B)(4).